Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. It was reported this issue occurred with a blue reload; however, per a review of the stapler logs, a green reload was used in this procedure. The stapler logs showed the sureform 60 stapler instrument was installed on the system 3 times and fired 1 sureform 60 green reload. On the first install, a green reload was installed but no clamping or firing was attempted. On the second install, the first clamp was successful, and the firing was completed with no pauses for compression. On the third install, the first clamp was successful; however, no firing was attempted. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the second firing using the sureform 60 stapler instrument with a sureform 60 blue reload could not be completed. Tissue was not fully closed and malformed or unformed staples were observed in the staple line. Additionally, tissue was noted to be stuck to the stapler reload. There was reported missing staples from the staple line that remained in the reload. The missing staples created gaps within the staple line. No error messages were observed. Bleeding was not reported to be severe and was quickly brought under control with suturing and clips. An unspecified third-party backup instrument was used to complete the procedure. The patient did not experience any post-operative complications. The patient was reported to be doing well and has been discharged from the hospital.